Manufacturer narrative:
Still under investigation.

Event description:
The suspect device was placed in a neuro pt with bilateral PICC lines. Less than one week after placement, pt developed dvt. Clot was only on the outside of the catheter. Pt had started IV therapy. After having two dvt's, the pt was placed on m.w. Heparin and another abrm upicc was placed in the pt's arm. Pt has had no further dvt as of eight days post procedure. The status of the pt at this time is unk.